Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had a stripped cable. There is no information regarding if there was any procedure related, when the event occurred related to the procedure, if there was any delay nor if the procedure was completed or how was completed. There were no reports of patient or user harm.